Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not delivering insulin as intended. Reportedly, the customer disconnected from the infusion set, requested insulin, and did not observe insulin exiting the infusion set tubing. The customer changed pump supplies, but the issue recurred. The customer reverted to an alternate method insulin therapy. Customer¿s blood glucose level was 246 mg/dl.